Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist has made multiple attempts to contact with the customer for further information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's touchscreen was flashing on and off. There was no patient injury reported as a result of this incident.